Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned device did not match the event description received. It was reported that the stent could not be deployed. However, on the basis of the condition of the delivery system there is no indication that an attempt was made to deploy the stent. No damage or device defect related to the reported deployment failure was identified during evaluation and the stent could be deployed by using the trigger mechanism without issue. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. However, in this case no defect of the delivery system was found. Both deployment modes could be used without issue during evaluation. No residues of blood were found on the device indicating that the device was used on the patient. On the basis of the information available, the reported event could not be reproduced. A definite root cause could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." The expiry date of the device was exceeded at the date of event. The IFU states: "do not use the device after the "use by" date specified on the product labeling."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that the vascular stent could not be deployed during a stent placement procedure for treatment of an occlusion in the right sfa. The delivery system was removed and another stent of the same brand was used to complete the procedure successfully. No patient injury was reported.